Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the actual device was not available, however, the device was evaluated on site by a non-baxter hospital technician. During visual inspection, the internal spring was observed broken which made it impossible to clamp the dialyzer. The dialysis fluid tube was replaced. Since the device was not returned a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the quick connector of an ak 96 machine during prime. The internal spring was observed broken which made it impossible to clamp the dialyzer causing the fluid leak. There was no patient involvement. No additional information is available.